Manufacturer narrative:
H6. No device or device lot number was supplied for evaluation. Multiple attempts to gain additional info from the physician have been unsuccessful. No investigation could be performed.

Event description:
It was reported by the physician that the pt was being seen for a routine follow-up to a lung reduction procedure. As standard practice, the pt was sent to the pulmonologist for a bronchoscopy. The pulmonologist observed as 'anomolus tooth growing into the bronchus'. The physician then did his own bronchoscopy and reconized the 'white tooth' as a piece of the gore seamguard staple line reinforcement material. The physician indicated that he was going to cut it off in order for the tissue to encapsulate it. No device was returned for evaluation.